Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked at the reservoir compartment. The customer stated the reservoir would not stay in as a result of the damage. The customer also reported a high blood glucose event, but did not mention a value. The customer stated they may have twisted the reservoir too tight, causing the damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.